Event description:
Caller reported that the pump's quick bolus or wake button was difficult to press and sometimes required multiple presses to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller to ensure the pump was not connected to a power source and instructed on the proper technique to press the button, which eventually allowed the pump display to turn on. A pump reset was performed, and the quick bolus feature began working as intended, with the caller confirming the button functioned properly afterward.